Event description:
Additional information was requested, but to date, no more information has been received. Should additional details be provided, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device was not returned. The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event. Complaint information is trended on a regular basis to determine if further investigation is warranted.